Manufacturer narrative:
The crep2 reagent lot number was 94464001 with an expiration date of 31-dec-2026.

Event description:
We received an allegation of discrepant high results for 2 patient samples tested for creatinine plus ver.2 (crep2) on a cobas c 503 analytical unit. Patient 1 initial result from a sample collected in a microcontainer was 3.44 mg/dl. The provider questioned the initial result, and the sample was repeated. The repeat result from a different c503 analyzer was 0.384 mg/dl. A new sample was collected in a non-microcontainer tube, and the result from the c503 analyzer in question was 0.365 mg/dl. The lower results were believed to be correct. On (B)(6) 2026, patient 2 initial result was 2.68 mg/dl. The sample was repeated, and the result was 0.65 mg/dl. The repeat result matched the patient¿s previous result from (B)(6) 2026 of 0.56 mg/dl. The questionable result for patient 2 was not reported outside of the laboratory.